Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting and multiple struts have perforated the vena cava. The patient reported becoming aware of the events approximately fourteen years post implant. The patient also reported anxiety related to the filter. According to the medical records, the patient had a history of alpha 1 antitrypsin deficiency (cause of copd), arrythmia, (ablation 2003), asthma, cellulitis, right leg, cervical radiculopathy and spinal stenosis, degenerative joint disease of the spine, chronic pain syndrome, chronic obstructive pulmonary disease, cervical and lumbar degenerative disc disease, diabetes, recurrent dvt, fibromyalgia, hypertension, morbid obesity, pe, sleep apnea, cardiac ablation, hysterectomy, and excision of a right hip tumor. Approximately fourteen years post implant a computed tomography (CT) scan was performed to evaluate the filter. Results of the scan noted mild tilt, and struts extend 2mm beyond the lumen of the ivc wall. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective a.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to tilting and multiple struts have perforated the vena cava. According to the patient profile form: the patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc) and tilt, approximately fourteen years post implant. The patient also reported anxiety related to the filter. According to the medical records: hx: alpha 1 antitrypsin deficiency (cause of copd), arrythmia, (ablation 2003), asthma, cellulitis, right leg, cervical radiculopathy and spinal stenosis, degenerative joint disease of the spine, chronic pain syndrome, chronic obstructive pulmonary disease, cervical and lumbar degenerative disc disease, diabetes, recurrent dvt, fibromyalgia, hypertension, morbid obesity, pe, sleep apnea. Surgical hx: cardia ablation (2004), hysterectomy (2005), right hip tumor removed (1992), dos (B)(6) 2017 and (B)(6) 2017 office visits follow up after being diagnosed with colovesicular fistula. Dos (B)(6) 2017: office visit follow up after hospitalization for urosepsis (colovesicular fistula) (B)(6) 2018: follow up for colovesicular fistula. Approximately fourteen years ((B)(6) 2020) a computed tomography (CT) scan was performed to evaluate the filter. Results of the scan noted mild tilt, struts extend 2mm beyond the lumen of the ivc wall. Incidental findings noted mild calcified atherosclerosis of the coronary arteries, a simple left kidney cyst and diverticulosis.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to tilting and multiple struts have perforated the vena cava.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and multiple struts had perforated the vena cava. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.